Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console log confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. Real time logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) were represented as -16384 values due to the crc error. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. The root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)¿ was determined to be a firmware issue. B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25440. D.2 revised common device name since the initial manufacturer device report number 1220648-2025-25440 was submitted in accordance with updated procedures. D4 revised serial number and model number as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25440. E.1 revised name prefix/title, first name, middle name, last name and address line 1 as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25440. E.3 revised occupation as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25440. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2025-25440 was submitted in accordance with updated procedures. H.6 revised component code as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25440.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2025, therefore, an investigation of the device was underway. Should any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support. While on support, the automated impella controller (aic) had a yellow error alarm. There was no change in the auxiliary flow rate, and the alarm resolved naturally after a few minutes. No similar alarms were observed until the device was removed.